Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, the pressure was increased by 1 atm at 5 seconds and the pressure was released when it reached 6 atm. The balloon ruptured upon initial inflation at 6 atm. The ballon was removed as it was, and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient after the procedure.